Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's device provided inappropriate anti-tachycardia pacing therapy after detecting ventricular tachycardia (vt) due to the device re-programming. The device remains in use. No further patient complications have been reported as a result of this event.